Manufacturer narrative:
Additional information: there is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant.

Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. Update: ((B)(6) 2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.